Manufacturer narrative:
The gas delivery system (gds) was returned and was evaluated by the failure investigation (fi) team. Fi found missing secondary o-ring on the input nozzle of the high-pressure sensor. The customer complaint was verified. The root cause was incorrect assembly of the gds. Upon further investigation, it was reported that the device was outside of clinical use at the time of the event and therefore does not present potential risk of patient harm or injury. Therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of report: 21sep2021.

Event description:
It was reported to philips by a customer that the unit had a leak inside system. Based upon the information provided, the device was being set up for use and there was no delay in therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated that it was reported that there was an internal leak that could be heard. The rse advised customer a system leak test could be performed, also a high-pressure leak test. The rse advised customer he could remove top cover and verify all tubing is seated properly and clamps are secure over proper fitting. The rse informed the customer that if the leak was audible, it makes the rse think that it may be on the o2 side since that is the only pressure applied to the unit that could be heard. A field service engineer (fse) was dispatched. The fse replaced the blower and gds to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.